Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture occurred. Vascular access was obtained via the retrograde approach. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and moderately calcified vein. After a guidewire crossed the lesion, a 5.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. However during the second inflation at 23 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another 5.0 x 40, 75 cm mustang¿ balloon catheter. No patient complications were reported.